Event description:
The customer contacted physio-control to report that their device powered off by itself three (3) times during a patient event. The patient did receive six (6) successful shocks. The patient did not survive the event. No further details about the patient or the event were provided.

Manufacturer narrative:
Physio-control has performed a follow up clinical evaluation of the reported event and has determined that the death of the patient was not as a result of the reported device issue. Physio-control evaluated the device and verified the reported issue. Physio replaced the wire harness which connects the power pcb to the batteries and the power pcb assembly and observed proper device operation through functional and performance testing. The contact pcb for both batteries and the battery connector pins were replaced as a precaution. The device was then returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control was provided with the electronic patient record from the event and was able to confirm that the device did power off three (3) times by itself. It was also observed that the device provided multiple "low battery" prompts during the event. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.